Manufacturer narrative:
The accounts maintenance found the tape switch cable was pinched. He replaced the tape switches to repair the bed.

Event description:
The accounts maintenance alleged the bed exit is alarming at the bed but the call is not going to the nurse's station. He has replaced the bed exit board and the j-box but the issue remains.